Manufacturer narrative:
Product complaint#: (B)(4). Additional information: (B)(4). Attempts to obtain the following information have been made and the following was received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Why was the surgery prolonged 30 minutes? No further information is available. Were there any intra-op issues with the drain or the reservoir that may have prolonged the surgery? No further information is available. If yes, were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was another reservoir used to correct the situation? The sales rep did not report that another reservoir was used. What is the most current patient status? No further information is available. Please confirm the lot number is not available. No further information is available. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. Note: events reported on mw# 2210968-2020-06943.

Event description:
It was reported a patient underwent a total knee arthroplasty on (B)(6) 2020 and a reservoir was used. After the procedure, the next morning, the reservoir the exit port plug was opened, and exudate was collected. Then, the bottom flap of the reservoir was bent, but the reservoir could not be locked. After that, the exit port plug was closed. Then negative pressure was created though the reservoir could not be locked. So, it was used as it was with no problem. It was noted that the operation time was extended within 30 minutes. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/30/2020. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. H3 evaluation: product returned for analysis. During sample evaluation the plate was not able to be locked, however it is observed that the tie does not interfere with this function. Therefore, is considered this man factor does not contribute to the reported complaint defect. Locking mechanism of reservoir was checked to verify its condition. Sample was evaluated, and during this evaluation it was notice that the latch of plate and its mechanism was broken,due to this condition the plate was not able to be closed as stated in product event, therefore defect is verified. However it could not be related to manufacturing process since at plates subassembly area there is an inspection performed by operator to assure that 100% of plates were properly assembled, and quality performs aql inspection of the subassembly to open and close the plate assembly 10 times to assure proper assembly. In addition, plate subassembly needs to be properly closed in order to perform final assembly on finish good. Therefore, is considered this materials factor does contribute to the reported complaint defect. During sample evaluation the plate was not able to be closed due to locking mechanism is broken, however it could not be related to manufacturing process since each unit is activated to confirm proper function and inspected to confirm it complies with current manufacturing instructions. Based on the present analysis, and condition of sample received it is determined that the reported complaint is confirmed but it is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer's control. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).